Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date: 1990. Medical products: kne-finn-femorals-unk, kne-finn-stems-unk, kne-finn-tibial trays-unk, kne-finn-bearings-unk. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00128. Product location is unknown.

Event description:
It was reported the patient underwent a right knee orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure approximately twenty-nine years post-implantation due to a fractured femur. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is long stem right total knee arthroplasty with comminuted fracture of the proximal right femoral diaphysis and likely loosening involving the femoral stem. Curvilinear calcifications within the soft tissues of the right thigh could represent evidence of heterotopic ossification or metallosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.